Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl. The customer changed the supplies to the pump. The customer's bg level was "ok" at the time tandem customer technical support (cts) was contacted. As the supplies to the pump had been changed prior to contacting cts, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, apidra was used in the cartridge.